Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what were the results of the surgicel patch test? The result of the allergy test for surgicel was "negative". This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Health effect - clinical code: e2401 - respiratory discomfort, e2401 - stenosis sound. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient is a nurse in this hospital ((B)(6) hospital). The patient had a tissue examination at hospital a (details unknown) and was rushed to hospital b (details unknown). The patient is scheduled for allergy testing at this hospital. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? -> gender: female. 2. What is the name of the index surgical procedure? -> tissue examination for the purpose of cervical cancer screening. 3. What were current symptoms following the index surgical procedure? Onset date? -> onset date was the day of use ((B)(6) 2023). She is currently recovering. 4. Did the patient undergo a patch test? If so, what were the results? -> patient is scheduled for allergy testing. Samples for testing were delivered today. 5. What is the patient¿s current status? -> she is currently recovering. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? 10. Has any surgical or medical intervention been performed? 11. What is physician¿s opinion as to the etiology of or contributing factors to this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative symptoms? 13. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient underwent a tissue examination for the purpose of cervical cancer screening on (B)(6) 2023 and absorbable hemostat was used. After 19:00, absorbable hemostat and acetic acid were used for the patient at the gynecology outpatient department for histological diagnosis. At 20: 00, after returning home, respiratory discomfort, generalized rash, and itching developed. Therefore, the patient called emergency. There was stenosis sound, and the patient was diagnosed with anaphylaxis. An acetic acid allergy test was performed at the hospital, and the result was negative. The surgeon said that they are planning to request an allergy test for the absorbable hemostat. The symptoms have now disappeared, and the patient has recovered. Additional information was requested.